Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, minor scratches on the lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had many scratches and the display was worn. Customer's blood glucose was unknown. The insulin pump is being returned for analysis.